Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush an 11 to 12mm size stone. However, the stone was not able to be crushed and was stuck inside the basket. The nurse tried to disengage the tip of the basket but the tip failed to detach. The physician wiggled the basket and the entrapped stone was successfully released. The basket was then removed and the stone was left inside the common bile duct. The procedure was not completed due to this event however, a plastic stent was deployed and placed to facilitate bile drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2016, the patient underwent another procedure using a 20mm trapezoid basket.